Event description:
Health professional reported "broken lens" during insertion. No adverse effect was reported. Repeated attempts to obtain add'l info were unsuccessful. Although co was unable to obtain specific info necessary to determine if the event is reportable under 21cfr 803 and "MDR guidance and exemption", no.1 e 1996004, issued august 7, 1996, co is reporting the event.